Event description:
New information received indicated that the right ventricular (rv) lead was extracted and replaced. The rv lead had noise and pacing inhibition. The patient at times felt dizzy, lightheaded and the physician suspected that this was due to the noise inhibition. The patient did not suffer any injury or consequences. The patient tolerated the procedure well without complications.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found multiple external abrasions breaching the outer insulation and exposing the outer coil proximal region of the lead. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone, consistent with friction to the device can.

Event description:
It was reported that oversensing of noise leading to pacing inhibition was noted on the right ventricular (rv) lead. Programming changes were made. The patient was stable and asymptomatic.